Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation and autoimmune like symptoms (B)(4). Explantation date: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast surgery with a 375cc mentor siltex round moderate profile on both sides and experienced bilateral breast implant deflations, and autoimmune like symptoms postoperatively. As a result, the devices will be explanted on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 20, 2022, the mentor failure analysis lab received the device for evaluation. On may 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant had a tear measuring approximately 0.4 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).